Event description:
The physician attemtped closure of the arteriotomy with the closer tsl 6 fr. Device. After the plunger was withdrawn, the foot would not park, making it difficult to remove the device. The operator was able separate the handle and lever from the rest of the device and move the wire to insure the foot was properly in place. The physician was then able to remove the device. The pt recovered without further incident.